Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level as high as 534 mg/dl; the patient denied symptoms of hyperglycemia, but the patient reported having trace ketones. The patient reported that the pump had alarmed auto off at 4:08 pm but the patient did not hear it due to mowing grass. The patient noticed the auto-off at 7:00 pm and bolused to correct for elevated blood glucose of 381 mg/dl. The patient's blood glucose reportedly elevated to 534 mg/dl and the patient replaced the site; the prime history revealed that the patient did not perform the fill cannula step at that time. The patient's blood glucose the following morning remained elevated at 531 mg/dl. The patient admitted the auto-off alarm was due to not touching a button in 12 hours. Customer support troubleshooting concluded that the episode was not related to a product problem but rather not hearing the auto-off alarm and not performing the fill cannula step with a site change. This report is made based on the allegation that the patient experienced hyperglycemia related to not responding to an auto off alarm and not performing the fill cannula step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: the pump black box data from the time of the event was no available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.